Event description:
It was reported that a balloon rupture occurred. The target lesion, exhibiting 90% or greater stenosis, was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.0 x 40 mm, 75 cm gladiator balloon catheter was advanced for dilatation. During the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without difficulty, and the procedure was successfully completed using an alternate device. No patient complications were reported as a result of this event.